Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via e-mail by a diabetes therapy consultant of a hospitalization for diabetic ketoacidosis. The customer's blood glucose level was unknown. The customer declined to speak with the 24 hour help line. No further details were provided.